Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a pocket infection noted. The device, left ventricular (lv) lead, and right ventricular (rv) lead were explanted to resolve the event. The patient was stable with no consequences. Clinical study (B)(6). Related manufacturer report number: 2938836-2020-09035, 2938836-2020-09036.